Event description:
It was reported that no pressure measurement was possible on connection pa with this swan ganz. The returned unit was missing the hub without explanation. Efforts are underway to determine if the hub was purposefully removed but this is not yet clear.

Manufacturer narrative:
One swan-ganz catheter was received with an attached monoject 1.5cc limited volume syringe. The pressure transducer was not returned with the unit. As received, the pa distal hub was cut off from the catheter and was not returned with the unit. The pa distal lumen was checked and found patent without leakage or occlusion. The proximal injectate port appeared to have adhesive inside it. The adhesive appeared shiny and hard (dried). A guidewire was used to push the adhesive occlusion out from the proximal injectate lumen. The proximal injectate lumen was then found occluded with what appeared to be a hard crystal substance that was not consistent with the adhesive material around the port. The crystallized substance was sent for chemistry testing, where the eds scans showed the unknown crystal-like substance contained the elements of sodium and chloride. The original complaint of failure to measure pressure could not be confirmed during the analysis. It could not be determined if the missing hub was part of the complaint or was a result of handling by the customer after the difficulty reported. If additional information becomes available a supplemental report will be submitted.